Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. An 8.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, during first inflation, at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.